Event description:
Reportedly two ultra shear devices were used during a lap gastric bypass. Reportedly components disengaged into the pt's cavity. The surgeon was able to retrieve the components without injury to the pt.